Event description:
The customer reported that the ventilator alarmed due to a high oxygen supply pressure while preparing the device for use on a patient. Upon evaluation and testing of the ventilator, the manufacturer's service technician was able to duplicate the customer reported event using the customer's regulator. The service technician reported finding the high oxygen supply pressure alarm occurred as a result of the regulator the customer was using. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The ventilator passed operational testing. This is being reported as a user error. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.